Manufacturer narrative:
On (B)(6) 2020, additional information indicated that patients device information are as follow: left side: cat#:3502350, sn#: (B)(4) right side: cat#:3502350, sn#: (B)(4). Date of implantation is (B)(6) 2010 per new information. Patient is now reporting she has bilateral leaking implants. They have both leaked completely. This report is for the left side. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right-unknown saline breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. The issue was confirmed by visual examination by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.